Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the camera head had a "cut in cord". The problem occurred during reprocessing. No patient involvement reported.

Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6, and h10 the device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): match all items in the package with the components shown below. Inspect each item for damage. If the camera head is damaged, a component is missing or you have any questions, do not use the camera head; contact olympus. " reference page 9 as per IFU. "Before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus." Reference page 14 as per IFU. "Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Reference page 14 as per IFU. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the approved final investigation.